Manufacturer narrative:
The customer did not authorize or respond to any device repair request. The device was not inspected. The device was returned unrepaired. A review of the device history record for sn (B)(4) was performed from 03/29/2012 to 05/22/2019 and confirmed that this device was not previously returned for servicing and there was no production failure which correlates to the customer reported issue. This shall be reviewed as part of part usage trending in complaint review board. The customer reported problem was confirmed. The device was repaired, retested, and released back to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
(B)(4) npi not confirmed unit received unexpectedly no tracking number found please note: unit is not marked received/prcd until npi is confirmed for repairs and/or additional information is received/confirmed by customer *shipping label matches sap ownership *unaffected by current recalls.